Event description:
The customer reported that the companion 2 driver compressor was running and the wall air indicator remained gray even though the driver was connected to an external air source. The customer reported that the staff attempted to use different air hoses and the results remained the same. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The investigation revealed that the root cause of the reported issue was the inability of the manual pressure regulator to retain the previous set point value, which limited the airflow into the main tank and caused the primary internal compressor to cycle intermittently. The manual pressure regulator was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to the patient because it did not prevent the driver from performing its life-sustaining functions. The compressors are designed to maintain tank pressure in the event the driver is disconnected from an external air source and serve as a backup air supply to support the patient during temporary situations when an external air supply is not available. The compressor cycling does not present a risk since the compressor is only activated when the driver's main tank pressure has decreased below acceptable levels when supplied with an external air source. Syncardia has initiated a corrective action (CAPA) to address the issue of manual pressure regulators unable to maintain specified set points. The investigation is in process. Syncardia has completed its investigation of this complaint and is closing this file.